Event description:
It was reported that the customer had a battery out of her insulin pump longer than the allowable limit alarm. She woke up with her insulin pump powered off. Her blood glucose level was 360 mg/dl. Standard troubleshooting was performed. The insulin pump turned on after the battery was replaced. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)